Manufacturer narrative:
(B)(4).

Event description:
The device was found to be at eri. The ICD is part of the advisory for premature battery depletion with implantable cardioverter defibrillator. The device was explanted and replaced. The patient is in stable condition. Additional information was requested but has not been received.

Manufacturer narrative:
The device was received for investigation. Interrogation of the device revealed it was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Device functionality testing was performed and no anomalies were noted.